Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right ventricular (rv) lead exhibited episodes of over-sensed noise, extra cardiac stimulation and high capture thresholds. Which resulted, in failure to capture. The lead was capped and replaced on (B)(6) 2024. During the procedure, while attempting to implant the replacement rv lead, the helix exhibited failure to extend and got damaged. The lead was not used. And a new lead was implanted. The patient was discharged.